Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a patient treated with an artisse device had an extended hospital stay. A prolonged hospital stay of 10 days post -procedure with subject disposition to rehab was noted, concerns for an unreported adverse event. Additional information was received that the patient had severe aphasia and paresis of the right upper limb on (B)(6) 2024. Emergency brain MRI and CT angiography of the willis for semi-recent right posterior temporal ischemic sequelae. Stroke occurred in intracranial cerebral vessels. The event resulted in prolongation of existing hospitalization and new or worsening of existing neurological deficits. Symptoms lasted more than 24 hours. The event resulted in disability. The site assessed as not related to the study procedure. The sponsor assessed as possibly related to the index procedure, artisse device, and absence of antiplatelet therapy, and not related to ancillary/adjunctive device. The patient was undergoing surgery for treatment of a saccular aneurysm of the internal carotid artery c6 with a max diameter of 5mm. There was significant stasis at the end of the procedure and raymond and roy was class 3. Additional information received reported the aneurysm location was the carotid siphon opthalmic. Site reports the stroke event prolonged the index hospitalization, after which the subject was discharged to rehab. There were no specific actions taken reported by site. The patient was treated with physical therapy. The event is resolving. The event had a possible relationship to the artisse and a causal with the procedure. Additional information was received that the event was possibly related to the rebar 18 catheter.